Event description:
It was reported that during a rh video laparoscopic colon surgery, the surgeon fired the device and after applying the first clip, the second one was automatically fired, opened into the pt's abdomen. The case was carried out and finished by using a new clip applier. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.